Event description:
It was reported that during a difficult insertion in the subclavian vein of a 450 pound female, the introducer needle bent and separated at the hub. The needle shaft was removed under fluoroscopy. The physician stated that the product was not at fault, but that he had to apply extra pressure to the needle due to the amount of fat it had to penetrate. There were no additional complications.